Manufacturer narrative:
The component was returned for evaluation. Visual examination found no damage to the sensor or connector. The catheter material was kinked 4 cm from the tip. The device failed noise testing, the reading was off scale. However, this was not able to be linked to the issue of "inaccurate readings" reported by the customer. A review of manufacturing records for the component found no discrepancies. Based on the information available, the issue reported could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a microsensor displayed inaccurate readings. Event occurred after the microsensor was implanted and patient was taken to or. Another similar device was used to replace the complaint device. There were no reports of delay or patient harm.

Manufacturer narrative:
Corrected field: device available for evaluation. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field: device available for evaluation. It was previously reported that the product would not be returned for evaluation. The device was subsequently provided. This report has been updated with the corrected information. Upon completion of the investigation, a followup report will be submitted.